Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the luer lock of an intermate had been pushed into the intermate. This was found prior to use. Additional information was requested and is not available.